Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under both her arms and under her breast. The irritation was described as dark sore skin that was not open. The patient consulted her physician who prescribed antibiotics and a cream. Follow-up indicated that the irritation was getting better.